Manufacturer narrative:
Unique identifier (UDI) and protocol number are unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cannot detect the cassette. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6 - updated. No product was returned for investigation. The reported complaint is not confirmed. If the device is returned, ICU medical will reopen the investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.